Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed and the pump was keeping time accurately. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump date and time were modified without the user actively changing them. There is no additional information available at this time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).